Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2158700, model: sc-2158-70, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate and undesired stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained.